Event description:
New information notes the patient's implantable cardioverter defibrillator was reprogrammed on (B)(6) 2020. The patient was in good condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net for a follow up. Review of the transmission revealed, the implantable cardioverter defibrillator was oversensing post-paced t-waves. The patient was asymptomatic. Programming changes were discussed, no intervention was performed.